Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial programming session after implant of the lead, high impedance was detected on contact 0, with values greater than 5k on monopolar and greater than 10k on bipolar settings. Impedance testing was performed at 1ma and 2ma on contact 0. After running stimulation current through at 2ma, the impedance returned to normal. An additional impedance check was completed prior to the patient leaving the clinic, confirming impedance was within normal limits and patient was receiving therapy. No surgical intervention occurred or was planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6). Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance was not determined but tech support stated that as leads settle into place and healing occurs often micro debris clearance is needed by running stim through lead. The provider stated at time in clinic that impedance did return to normal.